Event description:
Drive devilbiss healthcare was notified of an incident involving an electric bed by a healthcare provider, who stated that the end user was "sleeping on the hand control when she felt a shock [and] received 3rd degree burn on left hip," for which she was treated with bandages by her home health aides. She reportedly observed rust on two of the screws on the hand control, which may indicate that the hand control was somehow exposed to moisture and compromised. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.